Manufacturer narrative:
The distributor inspected the device and verified the reported issue. The distributor reported to have replaced the membrane and overlay to resolve the issue. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced an unresponsive alarm with a randomly blinking silence /reset light emitting diode (led). There was patient involvement at the time of the event. The patient was removed form the device, ambu bagged then switched to an alternate ventilator. There was no report of patient injury.